Manufacturer narrative:
The water on the floor did not result in any injuries. A steris service technician arrived on-site to inspect the system 1e processor. The technician's inspection identified that the processor's check valves were stuck in a closed position which caused water to leak out between the top of the tray and lid seal. The technician performed the necessary repairs, including replacement of the check valves, tested the unit, and found it to be operational. No additional issues were reported.

Event description:
The user facility reported their system 1e processor was leaking water onto the floor.